Event description:
Pt in cath lab. X-ray fluoro machine had poor image quality. Machine powered down and rebooted. No improvement. Pt transferred to other cath lab room with other x-ray machine. Procedure completed without further incident. On harm to pt. X-ray machine taken out of device.